Event description:
It was reported that the patient received inappropriate shocks. Lead fracture was noted. The sense/pace portion of the lead was capped and replaced. Defib portion remains active. Later, during a device battery change out procedure, the lead was then fully capped.